Event description:
It was reported telemetry is inconsistent, despite changing the rf head. The programmer and rf head were returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: analysis confirmed the reported event. (B)(4) rf head uplink was out of specification. (B)(4) stylus and printer drawer found broken. System fan is noisy.